Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erratic beta human chorionic gonadotrophin (bhcg) results that crossed clinical categories for three (3) samples from one (1) patient, generated by the access 2 immunoassay system. Upon repeat analysis, tbhcg results were negative when tested on an alternate method. No erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attribute or connected to this event.

Manufacturer narrative:
. Sample collection and centrifugation information was not supplied. Sample was aspirated from the primary collection tube for analysis. Qc was performed before and after the event and both were within the customer's established ranges. Further analysis was performed by customer product line support (cpls) for this event. Analysis did not show a reagent issue. Bec would recommend to the customer, in case of similar issue, to transfer the sample from the original tube and re-centrifuged prior to re-test. After centrifugation sample should be handled carefully to avoid cellular debris re-suspension that may interfere with the assay. No clear root cause could be determined.